Manufacturer narrative:
The investigation into the purge leak - pump and the ventricular tachycardia has been completed. The device was not returned for investigation. Review of the clinical notes revealed the location of the hematoma to be the groin. Based on the clinical information, the cause of the purge leak was most likely sidearm yellow luer damage due to interaction with bicarb. The root cause of the vt was determined to be the patient condition because the patient experienced prolonged runs of pulsatile ventricular tachycardia during this portion during the time of placement of impella.

Event description:
In addition to the reported product malfunction, it was found that the patient endured vt during delivery as well as post placement of the impella device. The patient required 2 shocks as treatment.

Manufacturer narrative:
B(5) updated to include vt endured during delivery as well as post placement of the impella device. The patient required 2 shocks as treatment. A supplemental MDR will be filed upon completion of our investigation.

Event description:
The user facility reported a 749 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported there was leaking from the yellow lumen on impella 5.5. No alarms were present. The purge was running sodium bicarbonate. The patient was to be explanted the next day so the leaking continued until then. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. However, the clinical information was sufficient in determining the root cause, given the results of prior failure investigations. It was concluded that the cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate use. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.